Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was unable to mechanically ventilate, discovered during preuse checkout. There was no report of patient involvement.